Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapies due to noise. The lead exhibited elevated pacing thresholds, and imaging of the lead revealed a fracture. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.